Event description:
It was reported an unspecified malfunction/issue occurred. The date of the event is an approximation. According to a report received via the maude database on (B)(6) 2026, the patient reportedly experienced a hypoglycemic episode while driving, which resulted in the patient being arrested. First responders obtained a blood glucose (bg) meter reading of approximately 23 mg/dl. At the time of the event, the patient was reported to be using an omnipod insulin pump. It was not specified what device was being used for continuous glucose monitoring (cgm) or what cgm readings, if any, were displayed during the event. Although the reporter later indicated that the patient was a user of the dexcom g7 system, it was not confirmed whether this device was in use at the time of the event. The report also referenced a recent recall of the dexcom g7; however, no direct correlation to the described event was established. No patient symptoms were reported, and there was no documentation regarding treatment or interventions administered to address the hypoglycemic episode. The reporter stated that the patient was wrongfully arrested as a result of the incident and was terminated from employment. Attempts to contact the reporter for further clarification were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5187497 h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.